Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issue first occurred. The patient's diabetes regimen is not known and it is not clear what action the patient took in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged issue, the patient reportedly developed symptoms of "severe shaking, fatigue, nausea" at an unknown time later. It is not clear what type of treatment, if any, the patient received after the alleged issue occurred. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.